Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture. The lead was not used and a new lead was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).